Event description:
The plaintiff's attorney alleged that the patient experienced a myocardial infarction event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.